Event description:
It was reported that during a ureteroscopy procedure, the basket failed to close. The stone was located in an unspecified ureter. The basket was tested and it was noted that the basket worked properly during preparation. The basket zero tip knot 3.0 x 4 x 120 stone retrieval basket was advanced and able to capture the stone, however, the basket failed to close. An unspecified catheter was advanced and the basket was able to be withdrawn inside it and was removed from the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).